Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, the reinforcement material of the reload detached in the back of the reload, preventing the surgeon from firing. A new reload was used. On the second reload, the reinforcement material was not detached in the front of the reload after firing and the jaws of the reload could not be opened because of this. The knife did not cut the string in the front of the reload preventing the reinforced film to come loose. Therefore the reload was not able to be opened after firing. The surgeon pulled the handle with all force to make sure that the knife was cutting to the very end and in doing so there was some bleeding. To fix the problem, a new reload was used to resect and restaple, cutting healthy tissue.